Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during initial drain. The drain volume equaled 1262ml. The last fill volume equaled 2000ml. The stated that they disconnected during the initial drain and then there was no fluid in the patient line. The technical service representative (tsr) explained that supplies were compromised and the home patient (hp) would need to end therapy and start over with new supplies. The tsr walked the hp through ending therapy procedure. The tsr then advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened. The hp ended therapy, would start over with new supplies and would call rn. There hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the care giver (cg) (B)(4) 2012 the regarding reported problem. The cg that for that evening they believe they just ended therapy for the night because it was alarming way to much that evening. The cg stated that shortly after that evening their machine was exchanged for the new one. They stated they are not sure if it was a supply issue or the machine. The cg stated that they used manual bags for awhile after the reported problem. The cg stated that they do not have supplies for that evening or recalls the lot number. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The low drain volume alarm is confirmed due to the air in patient line described by the home patient, which is a known cause of the alarm. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.